Event description:
This is filed to report a single gripper actuation issue. It was reported that during preparation of a mitraclip ntw clip, one gripper would not drop. Multiple attempts to correct the issue were made but was not successful. Therefore, the ntw was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and without the device to analyze, a conclusive cause for the reported gripper actuation issue cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.